Manufacturer narrative:
.

Event description:
Procedure type: lap gastric sleeve. According to the reporter, the plastic tip broke off the instrument head when used on patient. The piece was retrieved without harming patient and another visiport was used to complete the procedure. The procedure was a lap gastric sleeve on an extremely obese female patient. Incision and or time were not extended. No patient injury is reported.